Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced leakage when the stopper popped out of the tubes causing blood exposure to the healthcare worker. The stopper pop-off event with leakage occurred 10 times. Medical intervention was noted. The following information was provided by the initial reporter. The customer stated: customer reports that for some time they've been noticing a bad quality in bd tubes. The tubes filled with sample open spontaneously. More than 10 times the customer has had to re-collect blood samples because the tubes open with the sample inside and spill/descard the sample. It generates re-work for all the departments involved and gives a bad image to patients because they are submitted to a new sample draw trauma, and delay in diagnostics delivery and in clinical treatments. Customer assures tubes are well recapped by the professionals, but they spontaneously open anyway when they are filled with sample. The peak of the events happened on (B)(6) 2022, when a health professional working at emergency room with a urgent sample got contaminated by the blood sample, simply because the tube opened spontaneously (stopper popped off) with it. It generated a lot a problem, the sample had to be re-collected, there was a delay in results and in clinical treatment, the health professional had its blood collected, had to be tested, and there were internal non-confirmities, along with a investigation.

Manufacturer narrative:
H.3. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced leakage when the stopper popped out of the tubes causing blood exposure to the healthcare worker. The stopper pop-off event with leakage occurred 10 times. Medical intervention was noted. The following information was provided by the initial reporter. The customer stated: customer reports that for some time they've been noticing a bad quality in bd tubes. The tubes filled with sample open spontaneously. More than 10 times the customer has had to re-collect blood samples because the tubes open with the sample inside and spill/discard the sample. It generates re-work for all the departments involved and gives a bad image to patients because they are submitted to a new sample draw trauma, and delay in diagnostics delivery and in clinical treatments. Customer assures tubes are well recapped by the professionals, but they spontaneously open anyway when they are filled with sample. The peak of the events happened on october 2022, when a health professional working at emergency room with a urgent sample got contaminated by the blood sample, simply because the tube opened spontaneously (stopper popped off) with it. It generated a lot a problem, the sample had to be re-collected, there was a delay in results and in clinical treatment, the health professional had its blood collected, had to be tested, and there were internal non-confirmities, along with a investigation.

Manufacturer narrative:
Additional information was received that changed the reportability of this complaint. B.5. Event description:it was reported when using the tube sst plh 13x100 5.0 plbl gold br, the device experienced leakage when the stopper popped out of the tubes causing blood exposure to the healthcare worker. The stopper pop-off event with leakage occurred 10 times. Medical intervention was noted. D1: brand name: tube sst plh 13x100 5.0 plbl gold br. D.3 medical device manufacturer: becton dickinson ind. Cirurgicas ltda. D.4. Medical device catalog #: 360060. D.4. Medical device expiration date: 2023-07-31. D.4. Medical device lot#: 2210291. D.4. Unique identifier (UDI) # (B)(4). G.1. Manufacturing location: becton dickinson ind. Cirurgicas ltda. G.4. Date received by manufacturer: 2022-12-22. G.5. PMA / 510(k) #:na. G.7. Type of report (manufacturers): follow-up 2. H.4. Device manufacture date: 2022-08-19. Imdrf annex b grid: b02, b14, b17. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br, the device experienced leakage when the stopper popped out of the tubes causing blood exposure to the healthcare worker. The stopper pop-off event with leakage occurred 10 times. Medical intervention was noted. The following information was provided by the initial reporter. The customer stated: customer reports that for some time they've been noticing a bad quality in bd tubes. The tubes filled with sample open spontaneously. More than 10 times the customer has had to re-collect blood samples because the tubes open with the sample inside and spill/descard the sample. It generates re-work for all the departments involved and gives a bad image to patients because they are submitted to a new sample draw trauma, and delay in diagnostics delivery and in clinical treatments. Customer assures tubes are well recapped by the professionals, but they spontaneously open anyway when they are filled with sample. The peak of the events happened on october 2022, when a health professional working at emergency room with a urgent sample got contaminated by the blood sample, simply because the tube opened spontaneously (stopper popped off) with it. It generated a lot a problem, the sample had to be re-collected, there was a delay in results and in clinical treatment, the health professional had its blood collected, had to be tested, and there were internal non-confirmities, along with a investigation.